Event description:
It was reported that the patient had a lead detach in (B)(6) 2012, and a lead revision was completed on (B)(6) 2012. The manufacturer's device registry showed that the patient's entire system was replaced. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received confirmed that the patient's lead and ins had been replaced. All parts of the lead were explanted. The patient outcome and status were reported as "good".

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v609387, implanted: (B)(6) 2011, explanted: (B)(6) 2012; extension: model 3095-10, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; programmer: model 3037, serial# (B)(4).